Manufacturer narrative:
Report confirmed. Evaluation determined that the tool was used and broken. The fracture location was consistent with brittle fracture in bending and there was discoloration which is most likely a combination of bio-material and oxidation of the tool.the likely cause was identified as fatigue in plane bending. The tool was pressed to dissect as rapidly as an f2/8ta23 or a side load was applied to the tool while it was not rotating. If the fracture happened during the forward dissection, it is recommended to the customer touse lighter tip pressure while cutting or switching to a non-spiral f2 tool. If the fracture happened during prying action, the IFU cautions against this.. I the user manual contains the following warning ¿do not use excessive pressure, such as bending or prying,on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 2 tools were broken in the same event. No patient impact reported. Additional information about the event details are being followed up from the facility contact person.